Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code:(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that intra-aortic balloon (iab) transray plus 40 cc balloon catheter was used, but the balloon could not be advanced via the right femoral artery. A new balloon (the same model transray plus 40 cc) was then used successfully. There was no harm to the patient reported.